Manufacturer narrative:
Analysis of the implantable neurostimulator found insignificant anomalies and the ins was functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4) implanted: (B)(6) 2019, product type: lead, product ID :977a260, serial#: (B)(4) implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-sep-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 11-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient fell in june on the implant and had a significant bruise. The patient was in pain after the fall but wasn¿t sure if the pain was from the fall or their normal chronic pain as the system seemed to be working. Later the patient noticed that the implant wasn¿t going below 80% even though they were using it. The system wasn¿t working but they were able to charge appropriately. It was determined that they were getting coverage and just needed to increase the amplitude. On an unknown date it was discovered that one lead had moved half a vertebral body so the patient was going to have a revision. During the operation the implanted battery was replaced and impedances were checked. One lead showed all contacts over 40000 ohms regardless of which port it was plugged into. Only the implanted battery was replaced during the revision, the leads were not repositioned as the patient was able to obtain coverage with the one functioning lead. The indication for use was spinal pain.